Event description:
The patient was transferred to our hospital and admitted to medical intensive care unit (micu). The patient arrested. On autopsy it was found that the vena cava tulip filter had migrated into the right ventricle just beneath the tricuspid valve.